Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use when the shield was removed. The following information was provided by the initial reporter: "consumer reported that the needle shield is difficult to remove and once removed, the needle hub separated and stayed inside of the shield."

Manufacturer narrative:
H.6. Investigation summary: customer returned (12) 31gx6mm, 0.3ml insulin syringes from open polybags from lot 9252585. Consumer reported that the needle shield is difficult to remove and once removed, the needle hub separated and stayed inside of the shield. All 12 returned syringes were examined, then tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number, shield removal force (lbs): sample 1, 3.56, sample 2, 4.05, sample 3, 3.53, sample 4, 4.14, sample 5, 5.04, sample 6, 3.44, sample 7, 4.85, sample 8, 3.14, sample 9, 3.97, sample 10, 2.78, sample 11, 4.76, sample 12, 4.11. All 12 syringes tested within specification. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A review of the device history record was completed for batch# 9252585. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200851630, 200851661] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use when the shield was removed. The following information was provided by the initial reporter: "consumer reported that the needle shield is difficult to remove and once removed, the needle hub separated and stayed inside of the shield."